Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Upon initial visual inspection, no damage or anomalies were observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient in her (B)(6) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a navistar rmt thermocool catheter and the patient suffered cardiac arrest. At the end of the ablation phase, a pericardial effusion was seen on intracardiac echocardiogram. The patient¿s pressure dropped, and cardiopulmonary resuscitation was initiated. Patient was sent to the operating room for a cardiac window. However, no hole or bleeding was found. Extended hospitalization was required and the patient¿s condition improved. Physician¿s opinion on the cause of the event was patient condition related due to long time afib and possible thin wall due to an enlarged heart. A transseptal puncture was performed with an bard needle. There was no evidence of impedance spike or rise or steam pop. Flow setting was 30ml/min. Visitag module was used with the parameters range 1.5 mm, time 5 seconds, tag size 2 mm, color option of time. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
It was reported that a female patient in her 60¿s underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a navistar rmt thermocool catheter and the patient suffered cardiac arrest. In the initial cardiac tamponade and surgical itervention was omitted in error. The h6 section of this report has been updated with cardiac tamponade and no code available to represent the surgical intervention required. The investigational analysis completed 1/15/2020. The device was visually inspected and it was found in good conditions. During the second visual inspection, char residue was observed on the tip. The magnetic and temperature features were tested and no issues were observed. In addition, the catheter was irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Char is a physical phenomenon of radio frequency. It can be the normal result of the ablation process. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a female patient in her 60¿s underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a navistar rmt thermocool catheter and the patient suffered cardiac tamponade and cardiac arrest. In the initial report, patient code pericardial effusion was incorrectly reported in the h6 section of the report. On (B)(6)2020 , additional information was received indicating the patient suffered a cardiac tamponade. Section h6 of this report has been updated with cardiac tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).